Manufacturer narrative:
Additional patient ID (B)(6). (B)(4). Device is an instrument and is not implanted / explanted. Two synthes lot numbers fall under the supplier lot # 552589g05 - synthes lot # 5049805 and synthes lot # 5072284. Device history records review was completed for part# 352.311, lot# 552589g05, synthes lot# 5049805, release to warehouse date: jul 27, 2005, supplier: (B)(4). . No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part# 352.311, lot# 552589g05, synthes lot# 5072284. Release to warehouse date: sep 12, 2005, supplier: (B)(4). Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent anterior cervical discectomy (acd). The sales consultant was putting the set together again when he noticed that the tip of an extraction screwdriver was broken. Routine x-rays taken during the procedure revealed no fragments remained in the patient. There was nothing untoward which occurred during the procedure. No patient harm, no surgical delays, no additional x-rays were reported. The procedure was completed successfully. This report is for one (1) extraction screwdriver. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (extraction screwdriver, part # 352.311, lot # 552589g05). The returned instrument was examined and the complaint condition was able to be confirmed as the distal driver tip was found to be broken and missing a segment (approximately 2.2mm x 2mm x 2mm). No definitive root cause was able to be determined; this failure mode is typically associated with not having the tip fully seated when a load is applied. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. Relevant drawings for the returned instrument were reviewed: the design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined as method of use at the time of failure is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.